Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead was screwed into the heart tissue, however the physician was not satisfied with the positioning, so the helix was retracted. Upon attempting to extend the helix once more, the helix would not extend. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.